Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The reaction kinetics provided for investigation indicate the sample was pipetted into the cuvette but with additional fibrin clot which was stuck to the outside of the sample needle. This clot led to an increase in the absorbance and subsequently an elevated result. A pre-analytical issue is assumed to be the cause of this event. No adverse events were reported.

Manufacturer narrative:
The creatinine reagent lot number was 647128.

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient on their c501 analyzer. The patient's initial creatinine result was 431.8 umol/l and this result was reported outside the laboratory. That same day, the patient was taken to the emergency room of the hospital. It is currently unclear why the patient was taken to the emergency room. The creatinine was re-measured and the result was 117 umol/l. After that, the initial sample was re-measured and the result was 117 umol/l. The creatinine reagent lot number was 647128 or 647158. Clarification of the lot number provided has been requested. The expiration date was not provided. It is unknown if the patient was adversely affected by this event. The root cause investigation is ongoing.